Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a rupture.

Event description:
Patient reported a left-side rupture. Device remains implanted.

Event description:
Patient reported a left-side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, creases fold, wear abrasion, and deformation. Voids in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6, d.7., d.10., g.1., g.3., h.3., h.6.

Event description:
Device has been explanted.